Event description:
It was reported that the right ventricular lead consistently exhibited high impedance. No intervention was performed. The lead was working fine and remained implanted. The patient was stable.